Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the returned sample lot number,m5096t608 , was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The sample was received with the thumb valve in the down position. The valve can be manually pulled up and will remain up. However, when depressed and released, it remains in the down position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. Suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled to the full upright (closed) position. The suctioning stopped. The thumb valve was then depressed and released. The valve remained in the down (open) position. The valve was placed in the locked position. The blue water traveled up the catheter tubing but did not flow through the thumb valve. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced six different incidences, which were associated with separate units, involving six different patients. This is the first of six reports. Refer to 8030647-2015-00053 for the first patient. Refer to 8030647-2015-00059 for the second patient. Refer to 8030647-2015-00060 for the third patient. Refer to 8030647-2015-00061 for the fourth patient. Refer to 8030647-2015-00062 for the fifth patient. Refer to 8030647-2015-00063 for the sixth patient. It was reported that the respiratory therapist immediately observed that the ventilator was not delivering the tidal volume specified on the ventilator dialed setting. It was discovered that some of the ventilator gas was leaking past the thumb control valve opening into the suction tubing / suction canister. The catheter was replaced with another device and the specified ventilator volume returned to normal. The patient was not injured.

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).